Event description:
Procedure type: laparo urological. Patient gender: unknown. According to the reporter: after setting in patient cavity, it was noticed the device was broken and could not be used. Opened new device to complete procedure. No bleeding. No tissue damage. Nothing fell into cavity. No patient harm. Operating room time not extended.

Manufacturer narrative:
(B)(4).